Event description:
This device was surgically explanted, after the pt sustained a bloe=w to the head and reported that they could no longer hear with their cochlear implant. Explantation/reimplantation surgery was completed successfully in 2004.